Event description:
In this case, it was reported that the valve was explanted at implant. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the subject device was explanted at implant due to sizing issue; the patient was not taken off cardiopulmonary bypass prior to device removal. The health-care provider also added that there was no malfunction or quality deficiency related to the event. There is no additional information provided by the hospital or surgeon to suggest that a malfunction, death or serious injury has occurred. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. After a valve is implanted, the patient is weaned from cardiopulmonary bypass (cpb). First, the heart is warmed and allowed to spontaneously beat. Then, the heart is allowed to fill gradually as cpb is decreased. During this time a tee is routinely performed to check valve function. If the valve is functioning normally, bypass will be discontinued and the aortic/venous cannulae are removed. There may be cases in which regurgitation is detected by tee prior to the complete discontinuation of cpb and removal of cannulae. If there is evidence of intervention required after complete discontinuation of cpb and removal of cannulae (for example leaflet not coapting), this may require significantly extended operative and cardiopulmonary bypass time, which increases the risk of the procedure. In this case, per the health-care provider, the patient was not taken off cardiopulmonary bypass prior to device removal. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.